Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that the transmitter felt warm to the touch and that she could feel warmth on her arm while wearing it; the user was instructed to stop using the transmitter, and an RMA was issued for return of the transmitter for further investigation.

Manufacturer narrative:
Investigation on the returned transmitter found that transmitter was working fine as expected, no problem was found with it. Visual inspection showed no battery anomalies, no circuit board assembly or component damage, and no traces of overheating were found inside the transmitter. Log file analysis and in-house testing showed no indication of the transmitter overheating. The user's complaint could not be confirmed.